Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, results: 2.7, lab: 2.14. Therapeutic range=2.5-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed. Date: (B)(6) 2011, inratio: 2.7, reference: 2.15, mean: 2.43, confidence limits: 1.6-3.4, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Per tech service rep, user reported pt on painkiller medication (tylenol) at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." Pt also was on lovenox therapy prior to the time of testing. Lovenox is a member of a class of antithrombotic agents known as low-molecular-weights heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Conclusion: changes in medication can affect inr results. Pt's medications could not be ruled out as a contributor to the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.